Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus) leading to it being previously removed. A replacement procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the previously explanted aus did not have any malfunctions associated to it. There were no noted additional adverse events. No more information available at the moment. Should additional information become available, it will be provided.